Manufacturer narrative:
Physio-control further evaluated the customer¿s device and verified the reported issue. Physio replaced the power pcb assembly, battery wire harness assembly, and battery pins. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio determined the cause of the reported issue to be fretting corrosion on the battery wire harness contacts of connector j11 and the mating power pcb assembly contacts of connector p11 and worn battery pins. The fretting corrosion on j11/p11 and worn battery pins can all increase the resistance of the input power path. This increase in resistance can result in a sudden loss of device power under conditions of high current usage. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board, which causes the device to power cycle.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control downloaded the electronic records from the customer's device and observed evidence of battery switching, which suggests that there may have been an intermittent connection to one of the batteries. The power pcb, battery wire harness and battery pins were all replaced as precautionary measures. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off by itself. There was no patient use associated with the reported event.